Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(6), explanted: 2015-(B)(6), product type extension. Product ID 3093-28, explanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient couldn't feel the therapy anymore and their symptoms came back. The patient was fecal incontinent again. In a follow-up appointment the impedances were all over 4000 ohms when tested with 1v and 3v. The patient said there wasn't any issue that led to the event and it was under normal use. All products were replaced on 2015-(B)(6) and the issue was resolved. The products were returned. The patient status was alive with no injury.

Manufacturer narrative:
Analysis of the tined lead found that the lead body conductor was broken at or near the tines.